Event description:
Follow-up identified surgical intervention was undertaken wherein the cervical ipg was explanted and replaced with a new model. Therapy was restored postoperatively and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems (thoracic and cervical). It was reported the patient's cervical ipg stopped communicating with external devices approximately 2 years ago. Reportedly, troubleshooting was attempted to no avail. In turn, the patient programmer displayed an error message indicating the device as inoperable. As a result, surgical intervention is pending as the next course of action.